Event description:
A malfunction occurred with the customer's pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. The customer's pump battery fully drained before they contacted technical support. Technical support provided guidance on turning pump back on and pump was reset, and the customer continued to use the pump for insulin therapy.